Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut and kinks on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no root cause for the initial no image but the cuts and kinks on the cable was most likely traced to wear of components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cut and kinks on the cable. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. This issue occurred during set up/inspection for use. There were no reports of patient harm.